Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing the minute ventilation (mv) signal. High out of range pacing impedance measurements were observed on the right atrial (ra) channel while the shock impedances on the right ventricular (rv) channel were observed to be high, with some values being greater than 200 ohms. At this time no changes have been made and the crt-d remains in service. No adverse patient effects were reported.